Event description:
Report of alleged "motor stall, alarms no pressure."

Manufacturer narrative:
H3) testing by MFR found a motor stall. Will audible low pressure, due to transistor q3 on the motor board being out of specification. Replaced q3.